Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for spinal pain. It was reported that the patient had 3 surgeries due to complications when the pump was implanted. It was reported that the final surgery was in (B)(6) 2017. No further complications were reported.